Manufacturer narrative:
It was reported that the patient is stable and still on ECMO. Patient was cannulated in a non-indicated vessel. Product received for evaluation, evaluation still in progress. Fracture site confirmed to be on the catheter body near the gold reinforcement site.

Event description:
The patient was on ECMO and air was noticed in the centrifugal pump. Surgeon lifted the cannula and air entrainment was heard. The cannulae was removed and a photo was taken. The patient had been transferred from (B)(6) on (B)(6) 2020 with this cannula in place, cannulated via the subclavian and it appeared to be sutured on the gold site. The patient had already been on ECMO for 50 days prior. The patient was mobile and ambulatory for a period of time while at (B)(6). It was reported the patient is stable and still on ECMO.